Event description:
The customer reported the sys displayed a communication failed error and locked up. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The boards were reseated during the svc call. The sys was tested and found to be working an intended and put back into svc.